Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.5/1.00/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. Excessive vault, elevated iop, significant reduction of iridocorneal angles, unreactive fixed pupil, corneal pigments with yag performed was reported. The lens was explanted on an unknown date. On (B)(6) 2024 a replacement lens of shorter length was implanted and it was reported that the problem resolved. In the reporters opinion the cause of the event was the deivce. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica, unreactive (fixed)pupil, corneal pigments. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.5/1.00/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. Excessive vault, elevated iop, significant reduction of iridocorneal angles, unreactive fixed pupil, corneal pigments. On (B)(6) 2024 the lens was explanted and later replaced with a shorter length lens. On (B)(6) 2024 yag pi was performed. It was reported that the problem resolved. Claim # (B)(4).